Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the pump black box data revealed no evidence of evidence of short battery life. During a visual inspection of the pump, the battery compartment was cracked. The returned battery cap secured properly to the pump; a power loss was not observed. The pump current draws were found to be within specifications. The complaint of a battery life issue was shown was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).